Event description:
It was reported that the nurse stated that they were using arctic sun device for training. They did not use simulation keys, rather they connect a probe and wrap a hand warmer around it to simulate patient temperature (pt). Today the water temperature (wt) increased when the patient temperature (pt) was hot. They were concerned about this issue. As they did not have an immediate use for the device to recommended and send to biomed for calibration and functional check. If there were any component failures this would reveal them. Suggested to obtain a simulation key for training purposes. Per second call received to mis, biomed troubleshooting device. Nurse claims the water was cold when it should have been hot. They tested in manual to 4c and 40c and device seems to work fine.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The nurse stated that they were using arctic sun device for training. They did not use simulation keys, rather they connect a probe and wrap a hand warmer around it to simulate patient temperature (pt). Today the water temperature (wt) increased when the patient temperature (pt) was hot. They were concerned about this issue. As they did not have an immediate use for the device to recommended and send to biomed for calibration and functional check. If there were any component failures this would reveal them. Suggested to obtain a simulation key for training purposes. Per second call, biomed troubleshooting device. Nurse claims the water was cold when it should have been hot. They tested in manual to 4c and 40c and device seems to work fine. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using arctic sun device for training. They did not use simulation keys, rather they connect a probe and wrap a hand warmer around it to simulate patient temperature (pt). Today the water temperature (wt) increased when the patient temperature (pt) was hot. They were concerned about this issue. As they did not have an immediate use for the device to recommended and send to biomed for calibration and functional check. If there were any component failures this would reveal them. Suggested to obtain a simulation key for training purposes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.